Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device was powered on for daily check and unexpectedly shutdown. There was no reported patient involvement, therefore no patient or user health consequences or impact occurred.